Event description:
It was reported that the unit was cutting out in the middle of a case, causing a possible delay. It was further reported that the unit was overheating.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.